Event description:
The reporter stated that surgeon attempted to insert an aa4203tl toric silicone single piece lens but it appeared that the back haptic was stuck to the foam tip plunger. The lens was ejected onto the sterile field and the lens tore. There was pt contact but no injury. Another same type lens was implanted. The injector and foam tip plunger used were not approved by the MFR for use with this model lens.

Manufacturer narrative:
Haptic stuck to foam tip plunger).